Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during totally extraperitoneal procedure, the surgeon tried to inflate balloon, but failed. Syringe was pushed back and balloon did not inflate despite of several attempts. The procedure was completed with another device. No patient injury.